Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that the insulin pump had button error alarm. The blood glucose was 136 mg/dl. Customer stated that they unable to get response from the buttons and then tried to insert 3 batteries but still getting the alert and unable to clear alarm. Advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. The device will be returned for the analysis.